Manufacturer narrative:
Patient demographic of weight was not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed preventative maintenance (pm) and unrelated service repairs. A high sensitivity system check was completed after the pm which passed within instrument specifications. The cause of the erroneous results could not be determined, the access accutni+3 reagent was not returned to bec for testing. The mdrs related to this event are as follows: (B)(4) = MDR 2122870-2016-00078. (B)(4) = MDR 2122870-2016-00079.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for two (2) patients on the access 2 immunoassay system, serial (B)(4). Initial results on this instrument were outside of the normal reference range of the assay, repeat results on the same instrument were within the normal reference range of the assay. Patient 1 generated on (B)(6) 2016 is related to MDR 2122870-2016-00078. Patient 2 generated on (B)(6) 2016 is related to MDR 2122870-2016-00079. The initial elevated access accutni+3 results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control and system check were within assay and instrument specifications on the day the erroneous results were generated. The samples were collected in lithium heparin plasma tubes and were both centrifuged at 3,000 rpm (revolutions per minute) for ten (10) minutes. Customer reported no visible issues with the integrity of the sample.